Event description:
Device 2 of 3. Reference MFR report: 3006705815-2019-01778. Reference MFR report: 3006705815-2019-01784. It was reported that patient was receiving an error message while setting the ipg into MRI mode. System diagnostics recorded low impedances. Troubleshooting steps were attempted to resolve the issue but to no avail. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the leads and the ipg were explanted.